Manufacturer narrative:
Corrected data: b3 - date of event: (B)(6) 2019. H10 - additional manufacturer narrative: patient code 3191: no code available (secondary surgery, lens exchange should have been included. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical residue/debris on product, in lens case/vial. Visual inspection found the haptics broken. Dimensional inspection found the lens width to be within specification. However, overall length verification was not able to be performed due to the returned condition of the lens. Functional verification was found to be out of specifications due to the returned condition of the lens (footplate broken/missing), lens not siting properly on lens verification holder. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -8.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.